Manufacturer narrative:
(B)(4). This report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified that one of the pins has fractured. The fractured pin was not returned with the instrument. The area around the fracture has numerous indentations, however, it is not possible to determine how these occurred. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pin of the handle hook broke. No impact or consequences to the patient or the user were reported. Attempts have been made and no further information has been provided.